Manufacturer narrative:
The r series and pro-padz radiolucent solid gel electrodes were returned to zoll medical corporation for evaluation. Log review showed the device was in sync mode and delivered a shock at 281.7 j with a patient impedance of 128 ohms and a defib impedance of 140 ohms. The 12-ohm difference suggested poor electrode contact with the patient's skin. Inspection of the returned pads confirmed the presence of hair on the gel surface, indicating inadequate skin preparation. The electrodes' IFU instructs users to remove excess hair and clean the skin and warns that poor coupling from hair can cause arcing and skin burns. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown); after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained burns. No information was available on the degree of burns.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.